Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomena occurred because a load was applied to the cable during use which caused a cable disconnection and communication failure.

Manufacturer narrative:
Local service department checked the subject device and found that the proper image was not displayed due to the cable break. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on june 18, 2021, it was found that no proper image was shown when connecting the device to the video processor, only test patterns such as color bars were visible on the screen causing scope communication error messages e221 and e222 to be displayed. There was no report of patient injury associated with the event.